Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned in a 6fr introducer sheath. A visual inspection of the housing/tip found the cutter protruding out through the proximal end of the housing. The distal end of the cutter window is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral directional atherectomy procedure using the atherectomy h1-m-int hawkone m device, the tip detached/damage occurred, and the blade protruded from the catheter. The event took place in the mid segment of the superficial femoral artery, which had a moderate degree of calcification, no tortuosity, 70% stenosis, a diameter of 6mm, and a lesion length of 100mm. The vessel was pre-dilated and post-dilated. The procedure was completed using a drug coated balloon. No patient complications have been reported as a result of this event.